Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touch screen and cartridge change error issue was verified. Based on the analysis, the alleged unresponsive touch screen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. Additionally, it was reported that a cartridge change error message occurred. The customer's blood glucose was 211 mg/dl. The customer declined further troubleshooting with tandem technical support regarding the cartridge change error. Reportedly, customer reverted to manual injections for insulin therapy.